Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient's implantable cardioverter defibrillator was explanted and replaced due to end of life. The device that was explanted was also part of a field safety corrective action. The patient's status is unknown.